Event description:
A livanova representative identified that an accessory pack in their trunk stock had a crack in the plastic and this was deemed unsterile. The accessory pack has not been received to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the accessory pack was found to be cracked upon initial receipt but during a later review of the livanova's representative truck stock. It was also noted that the accessory pack was stored in a backpack and could've been damaged during that time.

Event description:
Product analysis was completed on the returned accessory pack. Dents and compressed/crushed appearance were on three corners of the outer tray. An opening was noted in the outer tray at one corner. Creases were noted on the outer tray along three sides of the tray. The overall appearance of the outer tray was most likely result of the tray being compressed. No anomalies were noted on the tyvek seal of the outer tray. No anomalies were noted on the inner tray or its tyvek seal.

Event description:
The suspect product was received but product analysis is still underway.